Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 25 mg/dl. The customer was treated with IV with glucose and they gave her food to eat. The customer was able to drive once the blood glucose was stable. The customer was admitted to (B)(6) on (B)(6) 2015. The customer declined to troubleshoot stated that the insulin appears to be working fined. The customer was advised if she needs to complete troubleshooting or has any issue to call the helpline.